Event description:
It was reported that the user inadvertently started a freestyle libre 3 plus sensor in the freestyle app, resulting in an incorrect sensor pairing for use with the ilet and preventing successful integration. Symptoms included no adverse clinical effects. Outcomes included no impact to health, no hospitalization, and no alerts or alarms. Investigation included technical support review and user education on correct sensor pairing procedures. Investigation of this case revealed user error related to pairing to the wrong sensor application; requiring start of a new compatible sensor to proceed with ilet pairing. It was concluded, based on previously established findings for similar reports, that the cause was use error due to incorrect setup.